Event description:
It was reported that a pt was not receiving any therapeutic effect in regards to their spasticity. The anesthesiologist was having a hard time extracting the drug from the catheter thru the catheter access port. The physician changed the angle of the needle, and was able to successfully extract the drug. The pt was not harmed during the procedure. A dye study was performed in regards to the catheter. The pump contained baclofen, "1000 concentration" with a dose of 306 mcg/day. The physician did not believe the intrathecal lioresal caused the event. Regarding whether any component was explanted or replaced and if so, would it be returned to the MFR, it was noted "no". Device registration info, included with the reported info, indicated a catheter revision occurred on (B)(6)2010. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)